Event description:
It was reported that pt was admitted for revision of left radius, secondary to pain & instability from non-union fracture. During surgery, plate was found to be broken, as reason for non-union.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Prod identifications supplied by user facility medwatch report was discovered to be inaccurate. Accompanying paperwork details included alternate date of event and pt info (i.e. Age, date of birth). User facility has been contacted on numerous occasions in an attempt to obtain prod ID. To date, the user facility is unable to provide add'l details or prod ID. This report is being filed on the event as it was determined to meet reporting requirements. In the event that the user facility able to provide add'l info, a f/u report will be submitted.